Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a full lead was returned and analysis found no anomalies. It was noted that the proximal conductor had blood/body fluid (not obstructed) and the outer insulation was breached cut. Explant damage was noted.

Event description:
It was reported that there was high capture thresholds and poor sensing. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was high capture thresholds and poor sensing. The lead was repositioned. It was also noted that there was intermittent capture. No patient complications have been reported as a result of this event. It was also reported that the right ventricular lead had intermittent capture and was explanted and replaced.